Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were found during the visual inspection. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 9.4mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.